Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, a failure on the airstream temperature sensor was observed. The device's temperature sensor and sensor board needs replaced to address the issue.